Manufacturer narrative:
Unit passed the displacement test and the self test. The formatted history file confirmed pump error 53 line due to possible hardware error. Unable to determine the root cause. No pump error 18 alarm noted during testing. Unit received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 109 mg/dl. The customer was declined with troubleshooting. Customer will returned device for analysis.